Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant, the physician noted that the patient's anatomy was difficult to maneuver. The left ventricular (lv) lead was successfully placed, however that night, the patient experienced diaphragmatic stimulation that was unable to be programmed around. The lv lead was temporarily turned off until the next afternoon, when a starfix lv lead was attempted. The physician was unsuccessful in placed the new lv lead in a suitable location. The physician opted to implant the original lv lead again in an anterior branch which was the only location suitable for acceptable thresholds without diaphragmatic stimulation. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 lead, implanted: (B)(6) 2014; c2tr01 crt-p, implanted: (B)(6) 2014. (B)(4).